Manufacturer narrative:
Date of event: (B)(6) 2019. Date of report: (B)(4) 2019. The philips field service engineer replaced the backup alarm cable to resolve the issue of the backup audio not sounding. A follow-up report will be submitted once the investigation is completed regarding the neonatal testing issue reported.

Event description:
The philips field service engineer reported that an error occurred indicating that the backup audio was not sounding and the neonatal crossover circuit testing failed. There was no patient or user harm reported.

Manufacturer narrative:
Date rec'd by MFR: 21feb2019. The fse replaced the blower motor controller board to resolve issue of failed neonatal testing. Unit now passes all tests. Submission of a report does not constitute an admission that medical personnel, user facility, importer, distributor, manufacturer, or product caused or contributed to the event.